Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the obturator confirms the black knob broke off the device. Both pieces were returned for evaluation. Also the visual confirms the rod portion of the device is bent. The device shows significant signs of wear/usage. This device was manufactured in 1994. A medical investigation was conducted and based on the information provided, nothing went inside of the patient, all of the parts were recovered, and no intervention was required. Per report, there was no delay and the procedure was completed with the same device. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery in a nail insertion. The surgeon gave it a couple of taps with the mallet to keep the guide pin from backing out and the head of obturator came apart from shaft. It did not cause a delay and it was a non issue. The procedure was finished with the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.